Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 595 mg/dl which was treated with manual injection and insulin pump. The customer's another blood glucose level was 484 mg/dl. The customer experienced symptoms such as nausea, abdominal pain, foggy and confused. The customer was assisted with troubleshooting. Customer stated that the auto mode feature was not active at time of high blood glucose event. Infusion set cannula was bent. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.